Event description:
A (B)(6) customer contacted baxter's technical service center regarding a system error 2240 (air in set) that appeared on the home choice (hc) during dwell 5 of 5. The technical service representative (tsr) had the home patient (hp) close all the clamps and transfer set and then cycle power to the press go to start prompt. The technical service representative (tsr) explained the alarms. The hp stated that he did not understand why the unit alarmed since there were no leaks, no disconnections. The cause of the alarm was undetermined. The tsr instructed the hp to discard all the supplies and to report the alarms to the peritoneal dialysis nurse the following morning. The hp will finish tonight's therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. The patient weight was reported to be (B)(6) pounds. According to the complainant, during the procedure, the first side was not inserted deep enough into the tissue, but the carrier was still deployed. When the physician attempted to place the second side, the mesh could not be sufficiently tensioned. The patient lost approximately 400cc of blood from the right and left side dissections. It was reported that the bleeding was controlled with pressure. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 9 of 16 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.